Event description:
Pt in o.r. Having lymph mode biopsy removed from neck. Spark noted from bovie tip and then fire noted under drapes. Pt had 1st, 2nd degree burns on face and chest with 1 area of 3rd degree burn on chest.